Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare ('fph') product specialist that the temperature of an rt200 adult breathing circuit was not rising. It was further reported that the problem was resolved when the breathing circuit was replaced. This was found before patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). This is a malfunction that has been reported to fisher & paykel healthcare by a hospital in (B)(4). The product is not sold in the USA, but it is similar to a product which is sold in the USA. The 510(k) for the product is k983112. Method: the electrical resistance of the heater wire in the inspiratory tube of the returned rt200 adult breathing circuit was tested using a multimeter. Results: the inspiratory heater wire was an open loop due to a break in the connection between the heater wire and one of the pins that crimps to the heater wire. A lot check was not performed as no lot information had been provided. Conclusion: electrical open circuits in heater wires are often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became an open circuit post production, possibly as a result of a weak crimp connection. (B)(4).